Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not power up. The compressor transformer was concluded to be faulty by the field service engineer. The replaced transformer was returned for investigation. Visual inspection of the returned transformer did not reveal any deviations. No burn smell was noticed. The electrical measurement verified that there was an increased resistance outside specification between one of the primary circuits. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019.

Event description:
It was reported that the compressor did not power up. The patient involvement is unknown. Manufacturer ref.#: (B)(4).